Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Date of issue and date of sensor insertion are approximations. Patient's mother stated that the patient developed a raised, red, and itchy rash in the shape of the sensor patch adhesive, located underneath the adhesive. Patient saw the dermatologist on (B)(6) 2015 and was prescribed triamcinolone. Affected area is treated with the triamcinolone and over-the-counter diaper rash cream. No additional event or patient information was provided. The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).